Event description:
Related MFR report #: 2916596-2023-01481.

Manufacturer narrative:
Section d4: device serial number was not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted event log file, containing approximately 10 days of information (B)(6) 2023 to (B)(6) 2023 per timestamp). Beginning at 15:03:31 on (B)(6) 2023, the rsoc and voltage values of both cables began to decrease steadily. These fluctuations first resulted in the activation of low power hazard and power cable disconnect alarms. As the rsoc values approached ~0 volts at 15:03:36, a no external power alarm was activated. The observed alarms cleared at 15:03:41, when the rsoc and voltage values briefly returned to their typical ranges. Shortly later at 15:03:55, the values of both cables began to steadily decrease again. Low power hazard and power cable disconnect alarms again activated as intended as the voltages decreased, eventually resulting in another no external power alarm at 15:04:00. This time, the no external power alarm cleared within a second of its activation, and the rsoc and voltage values again returned to their typical ranges. The observed events are consistent with losses of ac power. During the brief times of power interruption, the emergency backup battery activated as intended, and the pump was able to maintain a speed above the low speed limit. The mpu (serial number: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received, and the root cause of the ac power losses could not be conclusively determined. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records of the mobile power unit were unable to be reviewed, as the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage and no external power alarms. The patient was in a skilled nursing facility where they were medically at their baseline with vad parameters within normal limits. A review of the log files by technical services found no external power events that were caused by power to the mobile power unit (mpu) being briefly interrupted on (B)(6) 2023.